Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: asae / major bleed: the cause of the access site adverse event was use related to patient movement per clinical details that bleeding started as patient started waking up and moving extremity.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. Bleeding is a known risk associated with impella support as described in the instructions for use.

Event description:
An impella cp was placed via the femoral artery to support the 84 year old female patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage c shock. The patient was on inotropes and vasopressors, and a vent for respiratory needs. The patient had a prior cardiac arrest and CPR but, any other medical history was not shared. The patient was supporting when the patient began to move. The patient was awakening and moved her extremity/leg. The acces siste began to ooze/bleed. The team used best practices with a knee immobilizer, forward suture and dressing, but the team needed to infuse 2 units of blood and hold manual pressure. After 2 days the pump was explanted. Of note, the patient was on anticoagulation anti-xa and heparin. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. Bleeding is a known risk associated with impella support as described in the instructions for use.